Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. Of note the patient uses tandem mobi in modified closed loop and uses a mobile device for readings. According to the report, on (B)(6) 2025, she had a very bad headache and was vomiting. When she checked her dexcom reading it was 295 mg/dl but when she took a fingerstick it was reading 415 mg/dl. One of her workmates called the hospital and an ambulance took her to the hospital. She does not remember how it went because she had a very bad headache, but she remembered they gave her insulin drips. She was in the hospital for 1 day. She went home the following day. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. At the time of the report, the patient was not feeling good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.